Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician found the capsule in pt's larynx. The pt suffered from bloody pinches in the esophagus.